Event description:
Additional information received identified surgical intervention took place (B)(6) 2015 at which time the patient's leads were repositioned back to their original locations. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. 05415067017246

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06539. It was reported the patient experienced a change in stimulation coverage. X-rays taken indicated the patient's upper lead migrated. Surgical intervention may take place at a later date to address the issue. As it is unknown which lead is the upper lead, all possible lots are being reported.